Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between 9/25/2020-12/17/2020. (B)(6). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to a refractive miss. Another johnson & johnson lens (same model and lower diopter) was implanted as a replacement. There was no incision enlargement, no vitrectomy and no sutures performed. The surgery went well. The suspect product will not be returned. No additional information was provided to johnson & johnson surgical vision.